Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded there cartridge to resolve the issue. It was also reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer did not address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.